Manufacturer narrative:
Per tandem¿s cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level ranging from 400-500 mg/dl. Reportedly, the customer was using supplies for longer than approved. Subsequently, customer was hospitalized. The customer declined further troubleshooting with tandem technical support, or to provide additional information regarding the reported issue.